Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided . D10. Concomitant medical products tsvb13, impl tapered scr-v sbm 3.7mm 3.5mm 13mm lot 1220029. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided. Zimvie received one (1) unknown zimmer screw for evaluation. Visual evaluation was performed; a fracture has been identified inside implant. Device history record (DHR), sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown zimmer screw] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified inside implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Upon investigation a fractured screw was identified inside the fractured implant. After fu on (B)(6) 2025 clinician is unsure and can´t provide the screw reference.